Event description:
The needles were pulling off the suture at the swage while the surgeon was attempting to suture in an aortic graft. There was no adverse consequence to the pt as a result of this event.